Event description:
It was reported as of (B)(6) 2014 the patient¿s deep brain stimulator (dbs) had stopped working. It was noted the patient inquired about how to check if the battery stopped working and how to check if the leads were still in place. It was stated 6 weeks prior to report they had gone to their health care professional¿s (hcp) office and a CT scan was performed. It was stated the leads were in place and the patient as reprogrammed. It was noted the patient as reprogrammed 5 times all in one day6 weeks prior to report. It was stated 5 weeks prior to report the patient was ¿in such a spasm¿ that they had to go to their neurologist to undergo botox injections under sedation. It was stated the hcp did not know why their dbs had stopped working. It was noted the devices that had been implanted in the patient had failed for 7 years. It was stated the devices that had been implanted in the patient for the last 8 years had not worked. It was further reported that the dbs system had stopped working 6 months after it was implanted. It was noted they had a full return of symptoms. It was stated they started to have neck aches and then the stimulator stopped working completely. It was stated the patient had been getting botox injections for 8 years. It was noted the botox injections would only relieve the immediate spasms but the patient¿s hand was still curled up. Additional information received reported the cause of the event was progression of dystonia. It was noted there were no abnormal impedance measurements. It was stated the patient did not require hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08ptu, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).